Event description:
A pt reported that they were unable to test on the meter due to error 5 messages. This issue was not resolved with troubleshooting. Pt did not have any symptoms. There was no medical intervention or treatment given.